Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Event description:
Left-side MRI indicated rupture.

Manufacturer narrative:
The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.